Event description:
It was reported that the patient was complaining about bad sound quality and decrease in the hearing performance with the device. The sound was described as totally rough, as if there were little interruptions in the sound. Also the pitch was not as before, it sounded distorted and lower than before. The patient did not have any infection. Device in situ measurements were within limits. A CT scan showed correct position of implant. A review surgery was performed under general anaesthesia on (B)(6) 2015. The concerned device remained implanted but the electrode was repositioned. There was no allegation against the device. The patient was seen at the clinic on (B)(6) 2015, and reports great improvement in sound quality perception with the device.

Manufacturer narrative:
Conclusion: according to received information the patient's perception was unsatisfactory, however, no technical problem could be detected. Following an active electrode repositioning surgery, significant improvement of patient's performance with the device was observed. Therefore, it is to be assumed that the unsatisfactory perception was most likely caused by the placement of the active electrode. The device remains implanted and in use .the investigation results appear to match the symptoms mentioned in the patient report. This is a combined initial and final report.